Event description:
A customer had a problem with the kendall curity thoracentesis tray. The customer alleges "the physician reported the part of a thoracentesis kit malfunctioned. The part was a valve in a piece that connects the syringe for aspiration to the catheter from the pt and to the collection bag. The physician attempted to aspirate fluid from the pt's chest and the device would not aspirate. The customer alleges that in piece in question was removed as the physician suspected a clot. No clot was found. He stated he was able to aspirate by using a 3 way stopcock instead of the piece in question."